Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptom(s) related to diabetes (dizziness) and customer contacting doctor due to symptom(s). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-004: improper test method. Note 1: manufacturer contacted customer in a follow-up call on 28-aug-2024 to ensure the customer's condition had improved and that the initial concern is resolved - able to establish contact with customer who stated his condition had not improved and he was still feeling dizzy. Customer stated he had gone to the doctor on (B)(6) 2024; customer was told that his blood glucose had been high. Customer stated he discarded the true metrix air meter and had purchased another meter which was working as intended. Note 2: manufacturer contacted customer in a follow-up call to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error messages (e-0 and e-2). The customer reported feeling dizzy at the time of call and stated that he was going to see his doctor. During the call, a blood test was performed by the customer fasting and produced test result of 107 mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/31/2025 and open vial date is one week ago.